Manufacturer narrative:
(B)(4). Follow up it was reported that a foreign particulate was present in the syringe. Because the physical sample was not returned, a comprehensive evaluation of the product could not be performed. To support the investigation, three photographs were provided to the quality team for review. One photograph shows a syringe placed on top of a packaging box labeled zervey, the second shows a syringe, and the third shows the reported syringe with a red arrow indicating a dark colored dot. Based on the available images, the source of the dark colored dot could not be determined, and no additional information could be confirmed from the photographs. A device history record review was completed for material number 305211, lot 5002078. The review did not identify any quality issues during production of this lot that would be expected to contribute to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were documented as meeting specification requirements. Based on the investigation and the photographic review, the customer reported symptom is considered confirmed. However, in the absence of the physical sample, a probable root cause cannot be determined.

Event description:
It is reported, particle observed in syringe. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.